Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat a bile duct stone performed on (B)(6) 2025. During the procedure, it was reported that the tip of the device was bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation result of broken cutting wire. Please refer to block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of cutting wire broken. Block h11: investigation results : the returned truetome jag 44 was analyzed, and a visual and microscopic evaluation noted that the cutting wire was broken and detached. Additionally, the working length was kinked. No other problems with the device were noted. The product analysis revealed that the cutting wire was broken and detached. Based on the condition of the device, the wire break could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can detach the cutting wire. Also, the working length kinked could be caused by operational factors, such as manipulating the device through difficult anatomy, the used technique for the device manipulation or by the interaction between the device and the scope (hitting against a hard surface). Based on all gathered information, the most probable root cause is adverse event related to procedure.